Event description:
It was reported that uromax ultra dilation balloon catheter device was used during a ureteroscopy and balloon burst. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon ruptured.